Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse ran a reagent 2 probe (r2) mix test, which failed. The cse installed an old mixer and reran the mix test, which passed. The cse ran quality controls and a probe check to verify the instrument was operational. During a follow-up visit, the cse ran mix tests on the reagent 1 (r1), reagent 2 (r2) and sample 1 (s1) probe mixers, which passed. The cse re-installed the old s1 mixer but was obtaining abnormal assay flags on the patient samples. The cse re-installed an old s1 mixer again and reran the patient samples, which were acceptable. The cse ran a probe check and quality controls and replaced the reagent 3 probe (r3) clot detector. The cause of the discordant glu, co2 and mg results on patient samples is unknown. The cause of reporting results with abnormal assay flags was related to user error. As per the dimension vista system operator's guide, "if the sample is flagged with an error of abnormal assay, the result cannot be reported and the sample should be rerun". The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant glucose results were obtained on one patient sample on a dimension vista 1500 instrument. Sample ID (B)(6) was tested multiple times on this instrument, resulting falsely low the first three times and falsely high the fourth time. One of the falsely low results was reported to the physician(s). The customer repeated the samples on the same instrument and on an alternate dimension vista instrument, resulting different. The corrected results were reported to the physician(s). The customer also stated that discordant results and abnormal assay flags were obtained on patient samples tested for magnesium (mg) and carbon dioxide (co2) and results were reported to physician(s). Patient data was not provided for those assays. There are no reports of patient intervention or adverse health consequences due to the discordant, glu, co2 and mg results.

Manufacturer narrative:
The initial MDR 1226181-2016-00059 was filed on (B)(6) 2016. Additional information ((B)(6) 2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and the service report. The hsc specialist determined that the cause of the abnormal assay flags for glucose results was due to an improper sample mix by the sample probe 1 mixer.